Event description:
Received information reporting pt is noncompliant and on the third overdischarge of his device. Pt states even when device is not overdischarged he doesn't feel it works especially since he was involved in a car accident over a year ago. Ins is in the right hip and during the accident pt was forced against the console of the car. He states even before the accident pt was forced against the console of the car. He states even before the accident he did not feel the device worked consistently. He feels the battery doesn't work. Pt has been refered to a surgeon for device replacement but due to his finances he can't afford the surgery. According to the hcp pt is having lower back and mid abdominal pain. He complains the abdominal pain is sharp and the lower back is a stabbing/shocking/jolting pain which goes down his right leg. Pt had a cat scan but results were not provided. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).